Event description:
Complainant alleged that while attempting to cardiovert a pt (age & gender unk) the device powered up without display. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.